Event description:
During the case, an embolic event shut down a collateral for the anterior tibial. After removing the device, it was noted that the device was not flushing properly. Case was completed without further incident.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.